Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was inspected for a broken wire and calibrated to specifications. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'collimator iris potentiometer error' during a patient procedure. This event may have resulted in an aro (accidental radiation occurence). No patient death or serious injury was reported related to this event.